Event description:
It was reported that upon receipt the foot left siderail was missing a retaining ring. This was discovered during inspection prior to putting the bed in service. No injury reported.